Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received button error alarm and no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Analysis was unable to verify for display anomaly or battery out of limit alarm due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unresponsive keypad and alarmed button error. The customer's blood glucose reading was 109 mg/dl. The customer stated the insulin pump was exposed to water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.